Event description:
Two hrs into run noted venous blood line to be disconnected from ashcath, approximately 100cc blood loss. Pt's blood pressure became unstable 10 minutes after episode. No complaint of shortness of breath, chest pain. Pt put in trendelenberg, normal saline given and oxygen applied. Electrocardiogram and blood cultures done per dr's orders. Some electrocardiogram changes noted since electrocardiogram of june of 1998 so pt was sent to the hospital for eval. Possible small air emboli but pt remained asymptomatic.